Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The field service engineer inspected the analyzer and found a clog and an incorrectly adjusted reagent probe. He removed the clog, washed and adjusted the reagent and sample probe, and performed an air purge. He verified the analyzer's performance by precision checks. The investigation determined that a contaminated sample probe and reagent had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable hdl, cholesterol, total protein, glucose, and other assay results from nine patient samples tested on the cobas pure c 303 analytical unit. The following patient samples with discrepant results were provided: patient sample 1 glucose the initial result was 9 mg/dl. The repeat result was 102 mg/dl. The initial result was not reported as it was deemed very low. Patient sample 2 total protein* the initial result was 0.9. The repeat result was 7.9. Patient sample 3 hdl* the initial result was 5 or 5.24. The repeat result was 43. Patient sample 4 hdl* the initial result was 6. The repeat result was 55 or 58.5. Patient sample 5 cholesterol the initial result was 23 mg/dl or 23.1 mg/dl. The repeat result was 173 mg/dl. *the unit of measurement was not provided.